Event description:
Harmonic handpiece stopped working during operative procedure. Handpiece was re-set by scrub tech but still did not function. A new handpiece was opened and the procedure was completed without incident. FDA safety report ID# (B)(4).